Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant attempt that the helix would not extend properly when tested outside of the patient. The lead was not implanted and there were no patient complications reported as a result of this event.